Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The physical device was investigated, and no evidence was found related to the device that could have contributed to the customer reported issue. DHR did not identify any nonconformances. No device problem was identified. Capsular contracture is a known inherent risk of procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.